Event description:
The pt was admitted with an abnormal stress test. A lesion was noted in the circumflex artery that measured 30mm. The vessel was tortuous, calcified, and has a 70% stenosis. During the (pci) percutaneous coronary intervention, the lesion was predilated with a normal size balloon. After the predilation, the cypher did not cross the target lesion, during removal of the delivery system, the stent dislodged in the target site. The cypher delivery system was advanced and the balloon was dilated to 8 atmospheres. Followed, by with inflation at 14 atmospheres with a 2.5x30mm voyager balloon. However, part of the lesion was not covered by the stent. To cover the remainder of the lesion, a minivision stent 12mm was deployed to cover the remainder of the lesion. The pt was discharged in good health and on plavix and aspirin. The pt received antiplatelet therapy during the procedure. No act measurement was conducted during the procedure. The product was discarded and will not be returned for analysis. The pt received aspirin, plavix, and angiomax.

Manufacturer narrative:
The product remains implanted, and will not be returned for analysis. Additional info will be submitted within 30 days of receipt.